Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, while the console had no power when in the control cut mode. They tried cycling the system power with no success; there were able to cut the papilla using the coagulation setting, but it took longer. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.